Event description:
During an in clinic follow up, noise was noted on the right ventricular (rv) lead. It was suspected the noise was due to atrial tachycardia, which is rapidly conducted into the ventricle. Diagnostic imaging was performed and no anomalies were noted. Technical support was contacted and recommended further investigation via provocative testing. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.